Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the heat exchanger required replacement. The technician stated that the heat exchanger was leaking water into the chamber drain causing excess steam to accumulate. The technician repaired the sterilizer, ran a test cycle and confirmed it to be operating properly.

Event description:
The user facility reported that upon opening the sterilizer door after a completed cycle excess steam emitted. The fire alarm was triggered however, the fire department was not dispatched and no evacuations occurred. No report of injury.